Event description:
It was reported that the patient needed an MRI due to migraines. Stimulation coverage to the patient's back was inadequate and the neurostimulator was "due for replacement." Due to the need for an MRI and neurostimulator replacement, the neurostimulation system was explanted and was going to be replaced at another time. The patient incurred no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.